Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a reading "error". The issue was found during set up of device. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable and leakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e229 exhibited on the screen due to a faulty cable. Olympus will continue to monitor field performance for this device.